Event description:
This will be filed to report a single gripper actuation issue. It was reported that during device prep of a mitraclip procedure, one of the grippers would not completely rise and lower. Subsequently the clip was replaced and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. And without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated with the gripper not fully raising or lowering could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.